Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset with assistance, and did not experience recurrence of malfunction code, and customer was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.